Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. The user facility has been contacted and no additional information could be provided regarding this event. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after a patient was transferred from a stretcher to a bed, when it was noted there was frank blood around the flexiseal. The device was removed and after a few minutes it was noted that there was a large amount of blood on the bed pad. It was further reported the physician was notified, as the patient had become symptomatic with hypotension. The physician ordered for a stat hemoglobin/hematocrit blood sample to be drawn and in less than 45 minutes, the patient had passed another large amount of frank blood on the bed pad. When the patient was rolled over, it was noted that there was pulsatile bleeding from the rectum. A colorectal exam and cauterization was performed at the bedside to prevent further bleeding. During this time, the patient received a total of 4 units packed red blood cells. It was also reported that the device had been inflated with 40cc's of fluid; and that the catheter was inserted on (B)(6) and removed (B)(6).